Event description:
It was reported that there were low r-waves and when the right ventricular (rv) lead was reprogrammed to lower sensitivity (more sensitive) the patient received inappropriate shocks. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. However, it was noted that the interior svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress and the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage and stretching of the lead. Additionally, analysis of the device memory indicated rv (right ventricular) oversensing and unexpected delivery of a ventricular tachyarrthymia therapy. Analyst¿s comments indicated that since (B)(6) 2013, r-waves were measuring less than 1 mv, and t-wave oversensing identified in episode #225 leading to unexpected shock.